Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy due to noise. High pacing lead impedance was also noted. The pace/sense portion of the lead was capped, and the defib portion of the lead remains active.

Manufacturer narrative:
No medwatch form was received.